Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to a failure of the earth leakage current test. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test (earth leakage current reverse and earth leakage current fault reverse). The technician checked continuity between line 'l' and earth ground on the power entry module (pem) using fluke 87 multimeter revealing a dead short when the power switch was in the on position and the pump was connected on the alternating current component printed circuit board (accomp pcb). Internal inspection revealed water intrusion on the door piston. Removed sound enclosure and pressure bottles revealing water intrusion on the pump tubing and bottle assembly. Assignable cause of rite electrical failure of earth leakage current was determined to be to be water intrusion into the pump causing a current path to earth ground that cascaded into current over the threshold limit blowing the fuses. Device will be sent to service, scrap entire unit.